Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding their implantable neurostimulator (ins). The reason for call was pt had no ending problems with recharging the ins since they got it 1.5 weeks ago. It was very sensitive to recharge. Last night ins battery was at 20% and it took 7 hours to get the ins to 100%. They were recharging at good connection. Pt confirmed they had no more bandages over the ins battery. During call, pt reset the wireless recharger and closed all applications. Agent reviewed best charging practices and when pt attempted to recharge the ins they got excellent connection, ins was at 60%. Patient would call back if issues persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported that the trouble charging was due to charger on "good connection." They reported they don't know the cause but had charged it the evening before and it was down to 20%. They also reported that they make sure the charging is on "excellent connection." They reported it is difficulty to locate the best spot for charging. They also reported that it usually takes 1- 1.5 hrs to charge.